Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the long infusion set's tubing was not properly attached to the connector piece of the infusion set where the site was placed, and he reported that it came out of the site connector during usage. At the time of the incident, his blood glucose level was 300 mg/dl. There was no damage when the package was first opened. However, he had replaced the infusion set and resumed insulin successfully. No further information available.